Event description:
During a laparoscopy as part of a cholecystectomy, the extent of cutting by the optical trocar exceeded the physician's expectation, resulting in an unintentional incision into both the inferior vena cava and the left common iliac. Blood transfusion and vascular repair were required to stabilize the pt. While the instrument did not mechanically malfunction, it did not provide the degree of safety that it is claimed to provide. Device was discarded during the operation.